Event description:
The event involved a microclave clear neutral connector that micro clave was leaking kimo recall. There was no reported patient in involvement and harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.